Event description:
A surgeon reported that a patient complains of glare after receiving an intraocular lens (iol) implant. The surgeon considers the patient to have excellent visual acuity.

Event description:
Additional information provided by the reporting surgeon indicated the pt's visual acuity after surgery was 7/10 (20/30).